Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported that the battery cap contact is detaching and that the pump looks worn down. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting from the corner of the belt clip rail, faded serial number label, missing display window cover, scratched sides of the case. The unit was received without a battery cap. Unit passed displacement, sleep current measurement, and active current measurement tests. No pump error 25 were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool does not list any pump error 25 whatsoever, and there is no confirmation of a pump error 25 from the pump trace download. The adapt tool reveals that the following unusual pump errors which can trigger a critical pump error have occurred at the following times: pump error 53 (filenumber = 2005, linenumber = 5632) @ (B)(6) 2020 10:46:10. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that the battery cap contact is detaching was unable to be confirmed and that the pump looks worn down was confirmed during visual inspection. The pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the in the place where the battery was inserted, it had one of the poles detached and it did not work well, also the insulin pump was worn and the cover was half detached. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.